Event description:
It was reported the pt's leads were replaced. The reason for replacement was not reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.